Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and power cable, reformatted the cine drive, and reloaded software. System operates as intended.

Event description:
Customer reported the system would not complete boot up. No pt injury was reported.